Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room with an arrhythmia. The implantable cardioverter defibrillator was unable to convert the arrhythmia due to high defibrillation thresholds so external defibrillation shocks were delivered. The external shocks resulted in the device going into backup vvi mode. The patient was intubated. On (B)(6) 2018, the device was explanted and replaced. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event of reset was confirmed via review of the device image. The device was tested on the bench and the cause of the reset was a power on reset which occurred while the patient received external defibrillation. Further testing revealed that the patient notifier initially did not vibrate. After the device was cut open the battery connection was most likely interrupted and reconnect causing the patient notifier to function normally. The cause was undetermined.